Event description:
It was reported that the patient presented to the clinic with driveline communication fault alarms on (B)(6) 2023. The patient's modular cable and system controller were replaced and the alarms resolved. A plan was made to send the equipment for assessment. A review of the log file confirmed driveline communication (b) faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis and evaluation. A review of the event log files contained overlapping data spanning approximately 2 days (20nov2023, 01jan2000 per timestamp). From the beginning of the log file, driveline communication fault alarms were active due to a com b fault. The alarm resolved once the driveline was disconnected on (B)(6) 2023 at 15:26:54, consistent with the reported controller exchange. The driveline communication fault alarm did not affect pump operation. A review of the periodic log files contained data spanning approximately 12 days (09nov2023 - 20nov2023 per timestamp). From 17nov2023 at 3:04:23 to the end of the log file (20nov2023 at 14:04:04), a driveline communication fault alarm was active, consistent with the event log file. The periodic log file captures data at designated intervals so the onset of the alarm was not captured. Com b fault flags were observed by 17nov2023 at 23:04:18. Pump operation was not affected. The heartmate 3 vad modular cable (lot number: 7725833) was returned and evaluated at abbott. During the evaluation, the modular cable was placed on a mock circulatory loop with the returned controller and a driveline communication fault became active, confirming the reported event. A continuity and insulation resistance test was performed on the cable revealing that the orange (ground) and yellow (communication b) wire were shorting to each other. The modular cable¿s outer layers were stripped revealing damaged orange and yellow wires with exposed conductors. A damaged communication wire would result in a driveline communication fault to become active on the controller. The root cause of the reported event was determined to be an electrically compromised underlying wire within the modular cable consistent with repetitive flexing of the cable over time. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.